Event description:
Left ventricular (lv) lead exhibited varying thresholds and intermittent loss of capture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).